Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.